Event description:
Alleged that after raising the head section to the midway position and letting off the head up switch, he will then press the head up switch again and the head will actually run down rather than up.

Manufacturer narrative:
Repairs have not been completed.